Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that maintenance due date 03/08/2022 started alarming and he also noticed that the medication had leaked out of the bag within the cassette. Husband remember that there was a display on the pump screen showing "1032" or something like that; does not remember exactly. Husband removed the batteries because they couldn't get the pump to stop alarming. Pump was in use when it began to alarm. Pt and spouse believed that the cassette was faulty so they made a new mill and used the backup pump, which has been working fine. Patient's husband stated that the backup pump is due for maintenance in may 2021. No patient injury was reported.